Event description:
It was reported that the nurse stated that the arctic sun device kept beeping every 25 seconds but there was no alert message on the screen. Hypothermia cooling patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27c, water flow rate (wfr) was 0.9 l/m. Event log showed last alert as 11 patient temperature (pt) 1 below low patient alert. Not applicable currently. Had powered device off and back on. Selected continue current patient. Water flow rate (wfr) was stabilized at 0.9 l/m. Therapy continued. Advised to call back with any questions or alerts.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Not applicable currently. Had powered device off and back on. Selected continue current patient. Water flow rate (wfr) was stabilized at 0.9 l/m. Therapy continued. Advised to call back with any questions or alerts. A DHR review is not required as the lot number is unknown. The lot number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device kept beeping every 25 seconds but there was no alert message on the screen. Hypothermia cooling patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27c, water flow rate (wfr) was 0.9 l/m. Event log showed last alert as 11 patient temperature (pt) 1 below low patient alert. Not applicable currently. Had powered device off and back on. Selected continue current patient. Water flow rate (wfr) was stabilized at 0.9 l/m. Therapy continued. Advised to call back with any questions or alerts.